Event description:
A clinical director reported that an intraocular lens (iol) was replaced due to subluxation of the iol. The surgeon reported that the haptic was less rigid and not fully contained in the bag. In a follow-up, the surgeon reported the outcome of the event as "excellent."

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched, torn, split and cracked. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/14/2008 and 12/01/2008 by phone and on 11/17/2008 by fax and mail. A completed questionnaire was received on 12/03/2008.